Manufacturer narrative:
During an embolization procedure after the enterprise sheath (introducer) was hubbed and the rhv tightened, the enterprise stent would not advance through the prowler microcatheter (mc) despite every maneuver possible. It was confirmed that the sheath was still hubbed, but the stent still would not go through; therefore, the enterprise was pulled back and it deployed in the hub of the mc. After removal from the mc, the distal tines of the stent appeared to be bent. A second enterprise was loaded and advanced through the same mc and that one advanced smoothly with no problem. Prior and after removal from the package, the products were not damaged, and the products were prep per IFU. The mc and distal tip of the enterprise delivery system were not re-shaped. A constant flush was maintained at all times through all the systems. One non sterile enterprise delivery wire with introducer tube was received coiled inside a plastic bag. The stent was not received. The delivery wire was received with the introducer tube inserted on the distal section. The distal section of the enterprise system was kinked. The involved microcatheter was not returned. Functional analysis for insertion of the enterprise system through the microcatheter could not be performed since the stent and involved mc were not received. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10035717. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to insert the enterprise vrd into the mc, subsequent deployment in the hub and stent damage could not be evaluated since only the delivery wire and introducer were received. Although it was reported that the introducer was fully seated and secured in the hub of the mc during attempted insertion, the report that the stent deployed in the hub during withdrawal would indicate movement of the introducer prior to full withdrawal. Proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the introducer into the mc as well as movement back into the introducer. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. Without the return of the complete device, no conclusion can be made regarding the insertion difficulty prior to deployment during withdrawal. With review of the device history records there is no indication of any manufacturing issues related to the event.

Manufacturer narrative:
The product was returned for evaluation and testing, but the analysis was not completed. Additional information will be submitted within 30 days upon receipt

Event description:
During an embolization procedure, the enterprise vrd was deployed in hub of the prowler select plus (mc) microcatheter, after the enterprise sheath was hubbed and the rhv tightened. Additional maneuvering was conducted to advance the vrd through the prowler, after confirming that the sheath was still hubbed, but the stent would not go through, and during pulled back, the vrd deployed in the hub. After removal from the patient, the distal tynes of the vrd appeared to be bent. A second enterprise was loaded and advanced through the same mc and that one advanced smoothly with no problem. Prior and after removal from the package, the products were not damaged, and the products were prepped per IFU. The microcatheter or distal tip of the enterprise delivery system was not re-shaped. A constant flush was maintained at all times through all the systems. No further information was provided.

Manufacturer narrative:
One non sterile enterprise vrd and delivery was received coiled inside a plastic bag. No stent was received. The delivery wire was received with the introducer tube inserted in the distal section. The distal section of the enterprise system was kinked. The involved microcatheter was not returned. The functional analysis could not be performed since the neither the stent nor microcatheter involved were received. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10035717. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure deployment difficulty-premature/in microcatheter hub reported by the customer could not be evaluated; the enterprise¿s stent and the involved microcatheter were not received. So, stent deployment functional test could not be performed. The stent - kinked/bent reported by the customer could not be confirmed as the stent was not received. The exact cause of the events reported by the customer as well as the kinked wire could not be conclusively determined. However, the device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the reported failures could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.